Event description:
According to the event description: "device was setup for an infustion to be given over period of time and was noted by a nurse that it was given quicker than the programmed rate."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). As no physical sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. The physical sample was requested three times for detailed investigation. 21 days after the 1st sample request, we couldn't recognize any information of a shipment. According to the error description no further analysis could be carried out.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.